Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received an auto off alarm. The customer's blood glucose was 406 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer was assisted in clearing the auto off alarm. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.